Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the customer had an unspecified cartridge issue. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.